Event description:
It was reported that the atrial lead had dislodged during a previous device upgrade procedure. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.